Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the patient began experiencing pain in her right hip and leg whether stimulation is on or off. The patient reported this information to her family practice nurse practitioner and scheduled an appointment to discuss the issue with her pain physician. The manufacturer has attempted to obtain a status update regarding the next course of action for the patient; however, no further information is available at this time.